Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have had nothing but trouble with the implant since it was put in. Patient stated that they went in and worked with the representative a couple times and was told to practice charging ins this past weekend. Patient said that one day last week they looked at the controller and saw that the controller and ins were both drained and said terminated; agent reviewed information. Patient said they plugged the controller into the ac power supply and left it plugged in all weekend, the controller battery was still at 100% but ins was at "0-9". Agent understood battery was draining even though pt thought ins was powered off. Patient came out this morning and said that the implant had been at 30% since without using stim for 2-3 days. Pt also noted this morning stim was at 90% and now was at 80%. Pt was contradictory in information provided and hard to follow at times. Patient service specialist had patient check home screen and confirmed stimulation was turned on, so agent walked pt through turning off with top button. Patient confirmed that the green light was on the controller when plugged into ac power, and that they were in group c. Patient mentioned that when the implant is working correctly, they do not get the 'dashing feeling,' but rather a prickly feeling in their legs (recently the feeling migrated to both left and right leg instead of just left leg). Patient asked if that was normal; agent reviewed. Pt clarified they liked feeling the prickly sensation to know ins was on/working. The patient was redirected to their healthcare provider to further address the issue with ins battery depletion and programming. The patient called back and repeated previously documented information. Patient inquired about general use of the external equipment. First, the patient asked why the controller charging indicator light wasn't flashing green when plugged into the ac power supply. Patient confirmed the light was solid and their controller was charged to 100% and agent reviewed information. Secondly, the patient was confused on how to charge their controller and implant. Agent reviewed information several times, but the patient was still confused. Next, the patient asked how to turn stimulation on or off and how stimulation being on or off affects charging the implant. Agent walked patient through on how to turn stimulation on and off and reviewed information. Then the patient noted that when they were trying to charge their implant, the implant battery wouldn't increment in charge. Agent attempted to walk patient through an implant charge session but patient kept saying they knew how to do this part. Agent reviewed that everything was working as intended however the patient seemed to not understand how to use the equipment. Agent emailed local field representative for in person education with the patient. Agent closed case. Patient called back repeating information about previous calls with patient services and rep. Patient wanted assistance with reviewing how their equipment worked and how to start an implant charge session. Patient stated that they have worked with a rep and have a piece of paper on how to start an implant charge session; patient went step by step and had agent verify that things were correct. Agent reviewed general use, charge sessions, and controller light indications with the patient. Patient called back repeating information and was wondering if it was possible for the controller battery to stay green always. Controller showed 90% and ins 60%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.